Manufacturer narrative:
Investigation summary: one sample unit was received for evaluation by our quality engineer team. Upon examination, tears were observed on the septum top disk and the column wall. A leakage test confirmed leakage in the actuated position. A definite source that caused the tears; which contributed to the leakage, could not be established. The failure modes normally attributed to these types of damage are incorrect usage or excessive actuations. A review of the device history record could not be performed as a lot number was not provided for this incident. Investigation conclusion: the defect leakage was confirmed. The source of the leakage was from the vent hole due to a column tear. Confirmed there were slit tears on the septum top disk. Relationship of device to the reported incident: indeterminate a definite source that caused damage to the column tear; which contributed to the leakage, could not be established. The failure modes normally attributed to these types of damage are incorrect usage or excessive actuations. A definite source that contributed to the slit tears could not be established. This type of damage is normally attributed to incorrect usage or excessive actuations.

Manufacturer narrative:
Device manufacture date: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that medication leaked from the side septum of the bd q-syte¿ luer access split-septum. Found during use. No serious injury or medical intervention noted.